Event description:
It was reported that the patient experienced prolonged hyperglycemia with glucose readings reported over 400 mg/dl for more than five hours despite consistent meals and multiple announced meal doses while using an ilet system with dexcom g7 and inset 6 mm/23 in, and the caregiver performed infusion set changes without evidence of bent cannulas or leakage; the caregiver administered a corrective insulin injection via syringe and later performed a factory reset with support. Symptoms included fatigue and headache, and ketone testing was negative. Outcomes included the patient returning to range after corrective actions, with no hospitalization, no professional medical intervention beyond routine provider guidance, and no need for assistance beyond caregiver support. Investigation included guided review of supply change technique and execution of a factory reset, with confirmation that set removal findings were unremarkable. Investigation of this case revealed no device alarms requiring action and no observable infusion set defects, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.